Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going pending further investigation.

Event description:
It was reported by the healthcare professional to the company sales representative "the suture and needle were detached during operation. The patient got site infection in 3 days after surgery. No further patient information could be obtained. Several defects which occured and were ignored by customers, were also informed with this case." The specific relating batch is unknown. The customer purchased the following batches: 117455 ((B)(4) pcs), 117461 ((B)(4) pcs), 117474 ((B)(4) pcs) and 117512 ((B)(4) pcs).

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of any of the possible batches. We manufactured and distributed into the market 288 units of batch 117455, 117461 and 117474. (B)(4) units also of batch 117512. There are no units in stock in b. Braun surgical's warehouse of any of the possible batches. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Regarding infection found after surgery: sterilization method using gamma irradiation has been validated for this product. We have checked the sterilization records and no abnormalities are found. As stated in the instructions for use of the product: "monosyn® quick elicits a very slight inflammatory reaction typical of a normal tissue reaction to a foreign body after its application. Hydrolysis of monosyn® quick in the body results primarily in a loss of tensile strength of the suture, followed by mass absorption. Upon implantation monosyn® quick retains 70% - 80% of its initial tensile strength after 5 days and 20% - 30% tensile strength after 10 days. The tensile strength is completely lost after 14 - 21 days. Monosyn® quick is almost completely absorbed after 56 days, without causing permanent changes in the environment of the wound." In side effects: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Like all foreign bodies monosyn® quick may potentiate an existing infection. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.